Event description:
Reporting status: serious injury/surgical intervention/permanent damage requiring bypass surgery. Reporting rationale: sub acute thrombosis occurred. Device issue: none. It was reported that two jostents were implanted in 2007, and the stents partially thrombosed immediately after the procedure. CABG was performed. No additional event or patient information is available.

Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor. Results and conclusion summation - product performance engineering reviewed the device history records, it can be assumed that the device was in working order and left abbott vascular instruments as per specifications. It was not possible to identify the definitive cause of the problems as no further information regarding the case was provided, and the device was not returned for inspection. Thrombosis is a potential adverse event in coronary artery stenting, suchlike adverse events are extremely rare but cannot be completely excluded. The first graftmaster is indicated in the event description and in d11 and is being reported under mfg# 2024168-2007-00311.